Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by sore stomach, cloudy effluent, fever, and pain. On the same day, the patient was treated with unknown antibiotics for stomach was very sore but did not work well. On the same day, the patient was hospitalized for peritonitis and treated with unknown medication intravenously. Two days later, the unknown medication was discontinued. On the same day, the patient was discharged from the hospital. The next day, the patient began treatment with cefazolin (7.5ml, bedtime, 19 days) intraperitoneally (ip) for peritonitis. On an unreported date, the patient was retrained on aseptic technique. The patient recovered from the peritonitis three days after discharge from the hospital. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.